Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by bio-med that when the pt was at home, the power went out. The pt was on the power module at the time, and switched over to batteries. The primary system controller started alarming and the display read "change controller" so quickly the pt and pt's wife changed out the primary system controller to the backup system controller which was never turned on by the pt's wife. The pt was then switched back over to primary system controller which reset and was working properly, but pt had already passed out and emergency services was called. Additional info was received indicating that the pt was admitted into the hosp in ICU and placed on the hypothermia protocol, but the pt expired a few days later.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.